Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that when the ventilator was in standby mode a technical error code was generated indicated a communication failure between the monitoring and the breathing subsystems. Ventilation was started on a test lung and as a consequence of the technical error a new technical error was generated indicated disabled valves. Ventilation subsequently stopped. There was no patient involvement. (B)(4).